Event description:
It was reported that during an elective ipg replacement, the physician could not remove the extension from the ipg header without damaging the extension. To address this issue, the extension was explanted and replaced which extended the surgery by one hour.

Manufacturer narrative:
Conclusion statement: the report that the extension was stuck in the ipg header was confirmed. The setscrew engagement marks on the extensions terminal end contact were much deeper than normal. This is consistent with the setscrew being tightened beyond its limit and is the root cause of the extension being stuck in the header.